Event description:
Upon attempting to fire the 60mm extra thick endo gia black articulating reload (ref #egia60axt, lot #n4k0853kx), it would not fire. Another load was opened and used, which fired successfully. The patient was not harmed.